Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient contacted animas and alleged that the time/date reverts to default time/date after a battery change. This issue is not likely to cause an adverse event without use error as the time and date must be verified before the patient uses the pump after a battery change. Apparently the patient recently checked the time/date and saw that the time was set to am when it should have been pm. At the same time, the patient stated that a blood glucose reading was 32 mg/dl with symptoms of dizziness and blurred vision. The patient said that treatment was ingestion of juice, with no assistance required. This complaint is being reported because the patient experienced hypoglycemia allegedly in response to the time settings being incorrect. Use error was a contributing factor as the patient did not correctly set the am/pm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.